Manufacturer narrative:
Qn#(B)(4). The customer did not return a complaint sample; however, they supplied a photo showing an unraveled guide wire. The catheter is included in the image with the guide wire still inside. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit warns the user "warning: although the incidence of spring wire guide failure is extremely low, practitioner should be aware of the potential for breakage if undue force is applied to the wire." The report that the guide wire unraveled was confirmed through examination of the customer supplied photo. The image showed the guide wire unraveled while still inside the catheter; however, the actual complaint sample was not returned for evaluation. The device history records for the guide wire and catheter were reviewed with no evidence to suggest a manufacturing related cause. The probable cause of the guide wire damage could not be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: after doctor set up the catheter, the guide wire is kinked during removal. The catheter was replaced.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: after doctor set up the catheter, the guide wire is kinked during removal. The catheter was replaced.